Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during a surgery support, suction was lost due to patient movement after the laser fired/during the raster pattern on the left eye (os) of a male patient. The surgeon was able to reapply suction/reapplanated with the same cone, only used a different suction ring and completed the raster. It was reported that the flap was lifted without incident and treatment was completed successfully. No patient treatments delayed or cancelled.